Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pyxis multiple failed drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) spoke with the registered pharmacy technician, unloaded the medication, released the cubie, and resolved the issue. The medstation was restarted with no errors. The system functioned as intended after the issue got resolved.